Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when new batteries were inserted, the insulin pump sometimes did not function. The blank display issues started in (B)(6). Customer's blood glucose level was over 500 mg/dl. The customer believed the insulin pump had a delivery failure. He treated his high blood glucose level with an injection. The insulin pump was dropped periodically. The self-test passed. The device was not returned.